Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been high (340 mg/dl) and an insulin injection was administered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.